Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2020 with the following findings: a review of the pump¿s black box indicates when the time and date reset to default following power on reset, the pump was without power for multiple days. The black box also showed instances where the pump was without power for less than 24 hours and the pump maintained the time correctly. During investigation, the pump time and date were set. The pump was exercised for 24 hours. The battery was removed from the pump and the pump was left without power for 24 hours. When the pump powered on, the time and date had maintained correctly. The pump cover was opened and no damage was found to any components. Investigation was unable to duplicate the original complaint of a time and date issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a history/settings (time and date reset issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.